Manufacturer narrative:
An event regarding dislocation involving a omnifit liner was reported. The event was confirmed. Method & results: -device evaluation and results: as per mar, burnishing, delamination, scratching and third-body indentations were observed on the articulating surface of the insert. Areas of material loss were observed on the articulating surface close to the distal rim. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is wear, damage and loosening of tha implants 18 years status post implantation. Causation of these findings are consistent with reported chronic dislocation of this tha. No material or manufacturing defects were observed during the material analysis of the retrieved implants." Conclusions: the investigation concluded that reported chronic dislocation was caused by wear, damage and loosening of the tha implants. No material or manufacturing defects were observed during the material analysis of the retrieved implants. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Metallosis of a hip revision surgery. The head and stem were removed due to inter operative findings of loosening of the stem. We originally thought the stem/head combo could be preserved, but upon testing fixation, inadequate fixation was present and the stem was removed easily with flexible osteotomes. The patient was experiencing chronic dislocations due to insufficient construct integrity, which allowed the femoral head to "windshield wipe" within the hip joint. This movement was contributing to metal on metal interactions with the associated acetabular component leading to accelerated metallosis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Metallosis of a hip revision surgery. The head and stem were removed due to inter operative findings of loosening of the stem. We originally thought the stem/head combo could be preserved, but upon testing fixation, inadequate fixation was present and the stem was removed easily with flexible osteotomes. The patient was experiencing chronic dislocations due to insufficient construct integrity, which allowed the femoral head to "windshield wipe" within the hip joint. This movement was contributing to metal on metal interactions with the associated acetabular component leading to accelerated metallosis.